Manufacturer narrative:
The device was received for evaluation. During functional testing, the device did not reproduced false downstream occlusion or the "kept running after it was turned off". A review of the event history log revealed downstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported events. The reported condition false downstream occlusion was verified. The cause of the false downstream occlusion condition was determined to be out of calibration force sensor. The force sensor requires calibration to address this issue. The reported problem 'it kept running after it was turned off' could not be confirmed during evaluation. No component could be determined for causality and therefore no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed false downstream occlusion and kept running after it was turned off. The event occurred during testing at the biomedical service department. There was no patient involvement. No additional information is available.